Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s pump and catheter were explanted on (B)(6) 2013. The pump explant was a result of a stopped pump and ¿code 148??¿ and the catheter was removed due to infection. A dye study was performed; however, the results were unknown. Patient outcome was reported as recovered without sequela. The device system delivered lioresal (baclofen). It was later reported that there was a clear red line that traced the catheter from the patient¿s side that followed the catheter to near its point of entry in the spine. The patient did not exhibit any other symptoms. The catheter was sent to be cultured; results were not yet available. The patient had the pump and catheter replaced the day prior to the report and ¿appears to being well¿.

Manufacturer narrative:
Concomitant products: product ID 8780, lot# unknown, explanted: (B)(6) 2013, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the culture came back negative. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.